Event description:
Sorin group (B)(4) received a report that during a procedure the user could not adjust the heater-cooler to reach the desired temperature. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that during a procedure the user could not adjust the heater-cooler to reach the desired temperature. The patient tank was set to 41 degrees c but only reached 27 degrees c. The service representative was unable to reproduce the problem. A warming test on the patent tank along with a full calibration check of all tanks was performed. The equipment performed as expected. This is a known issue and a root cause investigation has been initiated to investigate this problem. No nonconformities were noted during device history record review.